Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
It was reported the patients ipg is inoperable after seeing the "replace generator" message. Surgical intervention may be pending to address the issue.